Manufacturer narrative:
The handpiece has not yet been received at the MFR for testing. An eval will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that the handpiece began overheating at the end of an acl procedure. There was no reported pt or user injury, and the case was completed successfully with the same device.